Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 03-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine (1 mg/ml at 0.125 mg/day) via an implanted pump. It was reported that 1-2 years ago the patient was reporting increased pain, and despite multiple dose increases, they were still not getting adequate pain relief. A catheter access study was done (date unknown by patient) and the study was negative for csf (cerebrospinal fluid) aspiration and confirmed that there was an obstruction of the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to the or (operating room) on the date of the report for a planned catheter revision/replacement with prophylactic pump replacement due to approaching eos (end of service) on (B)(6) 2026. The physician stated that the catheter was initially implanted for shoulder pain with the catheter tip at t3/4. The patient¿s most significant complaint now was lower back pain and ble (bilateral lower extremity) pain. The physician began by dissecting down to the previously existing spinal segment and cut it. There was no flow from the spinal segment. The physician then proceeded to tie the spinal segment of the catheter in multiple knots and abandoned the spinal segment. He was given a new catheter kit, and the tip was placed at t8 without difficulty. He then proceeded to open up the existing pump pocket and dissected down to the pump and proximal segment, both of which were removed. The new spinal segment was then tunneled to the existing pump pocket and connected to the new proximal segment and new pump. A catheter aspiration was done before and after placing the pump back into the pocket with positive return of csf. The incisions were then irrigated and closed. It was indicated that the healthcare provider had no further information to provide regarding the event.